Event description:
Customer reported a past occurrence of high blood glucose, but the specific value was displayed as "high," and the cause remained unknown. To address the high blood glucose event, customer administered a correction injection via mdi. Customer did not experience frequent or recurring high blood glucose levels, and technical support recommended consultation with a healthcare professional for further discussion on the matter.